Event description:
Customer reported that the alarm is broken but is unsure exactly what is wrong with the alarm. The customer could not provide a date when the issue was found. No patient incident or injury was reported.

Manufacturer narrative:
Results - evaluation found the alarm does not power on with batteries but powered on with a 9v adaptor. The nurse call light turns on/off at the nurse call station when the cable is moved. Voice message has static and the on/off switch is stuck in the on position. Also, the battery door is missing; moisture indicator shows exposure to moisture, corrosion on the batteries contacts and springs which confirmed the issue of damage. (B)(4).